Manufacturer narrative:
The peek cage is broken near the massive section of the nose engraved with a "t" (15° offset insertion). One crack is present at the anterior wall of the cage near the broken section and is going through the height of the cage. The observation of the parts returned did not permit to identify any defect present prior to the implantation that would be responsible of the breakage. The type of breakage for the cage is consistent with an over-loading of the part during impaction. The origin of the over-loading was not determined. The angulation of the cage relative to the disc space during insertion can influence the level of impaction loads. Another factor can be the size of the cage chosen compared to the disc preparation and distraction.

Event description:
It was reported that during implantation of the interbody device, the device broke in pieces during implantation. It was removed from the patient with no reported patient complications.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9393007, procode max was cleared in the united states. This part is not approved for use in the united states; however a like device catalog # 9393007, 510k # k094025 was cleared in the united states. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.